Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp optical would not advance beyond the aortic arch without advancing the guide catheter. Of note, this is the second failed delivery of an impella cp optical for this patient. The site attempted to use the guide catheter that was in place from the first failed delivery. When advancing impella over the aortic arch, the guide catheter would advance further into the left main coronary artery. Insertion was ultimately aborted for fear of causing dissection.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The returned pump was inspected, and no abnormalities were noted. The root cause of the delivery issues was most likely related to patient condition. No data logs were provided. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: warnings & cautions: warnings ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/ descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with echocardiography guidance.¿ section: warnings & cautions: cautions never advance the guidewire or sheath when resistance is met. Determine the cause of resistance using fluoroscopy and take remedial action. This report is being filed as part of a retrospective review of historical records.